Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap. Sensor cap was retained inside applicator cap. Damage was observed on sensor cap seal which indicates re-application of applicator cap after removal, but before attempting to fire the applicator. Applicator was fired correctly. Visual inspection has been performed on the returned sensor and severed sensor tail was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark was not observed at the base of the tail. Sensor state 1 with event log 5 is an indication that the user attempted to activate the sensor, however, due to the tail not being properly inserted, the sensor was unable to be activated. This is an intended part of the sensor's system as the sensor will reset itself back to state 1 if it does not recognize a valid insertion. An extended investigation was performed. Visual inspection was performed on returned product and damage was observed on the sensor cap seal which indicates re-application of applicator cap after removal, but before attempting to fire the applicator and severe sensor tail. Attempt to extract data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark was not observed which indicates that the sensor was not properly inserted. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "scan again in 10" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and was unable to self-treat, requiring third-party administration of food and drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap. Sensor cap was retained inside applicator cap. Damage was observed on sensor cap seal which indicates re-application of applicator cap after removal, but before attempting to fire the applicator. Applicator was fired correctly. Visual inspection has been performed on the returned sensor and severed sensor tail was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark was not observed at the base of the tail. An extended investigation was performed. Visual inspection was performed on returned product and damage was observed on the sensor cap seal which indicates re-application of applicator cap after removal, but before attempting to fire the applicator and severe sensor tail. Attempt to extract data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. A watermark was not observed which indicates that the sensor was not properly inserted. Therefore, the issue is not confirmed. Extended investigation has been performed for the updated serial number and reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kit passed all tests prior to release. Section d4 (serial number) was updated from (B)(6) to 0f (B)(6) based on returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An "scan again in 10" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and was unable to self-treat, requiring third-party administration of food and drink for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An "scan again in 10" error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced dizziness and was unable to self-treat, requiring third-party administration of food and drink for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The customer¿s product has been requested for investigation. At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.